Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported whether the patient was connected at the time of the alarm. The step of setup or therapy during which the alarm occurred was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. A sample evaluation was performed and the event history log review verified the system error 2046. The device received a visual inspection and functional testing. The cause of the condition was determined to be the c5 manifold valve. To correct the condition, the c5 manifold valve was replaced. Should additional relevant information become available, a supplemental report will be submitted.